Event description:
The home patient (hp) stated that her transfer set was not connected to the patient line properly. The hp stated that where the patient line and transfer set connect it was leaking. The baxter technical service representative (tsr) informed the hp to end therapy and start over with all new supplies. The tsr instructed the hp to inform the registered nurse (rn). There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 and she was able to resume therapy the next day after starting over with new supplies. She just ended therapy that day and then she contacted her nurse to discuss the leak. There was nothing wrong with any of the supplies, she had connected the patient line incorrectly to the transfer set by not tightening it enough and solution leaked out. No solution got on her. Since then she has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint.